Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs # 1225714-2014-00951 and 1225714-2014-00952.

Manufacturer narrative:
This is one event for the same pt involving two separate products.; associated mdrs# 1225714-2014-00951 and 1225714-2014-00952.

Event description:
Additional information received noted that the patient's experience was sudden in nature. Approximately four days later, the patient experienced another sudden cardiac event and expired the day after, which is alleged to have been caused by the exposure to the product administered during dialysis treatment.